Event description:
Copy of customer's (B)(4) report received. Per report "while assessing continuous infusions, air was noted at the y-site connection. As the rn was disconnecting the y-site from the cap the y-site disassembled/broke apart. No harm to pt." There was no medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report with failure investigation results will be submitted should the device be returned for eval.